Event description:
It was reported that the patient experienced underdose symptoms, including nausea and vomiting for 4 days. A catheter break of the distal segment occurred. The healthcare provider (hcp) was not sure if the catheter was intrathecal or not. The catheters were replaced. The pump was also replaced due to normal battery depletion. It had passed the date of replacement, per the elective replacement indicator (eri). The patient daily dose was decreased from 40mg/day to 15mg/day and the patient was kept in the hospital overnight. The patient outcome was reported as ¿alive-no injury¿. It was noted that the catheter and pump would not be returned to the manufacturer for analysis. The device system was used to deliver dilaudid 22mg/day.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).